Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a procedure, the spring tip of the coronary viperwire guide wire detached. The 80% stenosed target lesion was located in the left anterior descending coronary artery (lad), in an area of the vessel that was 3mm in diameter. Three treatment passes were performed with the csi orbital atherectomy device (oad). It was noted that the tip bushing of the oad did not come near the spring tip of the guide wire during treatment. The viperwire guide wire separated when the wire was being removed from the patient. The fragment passed through the aorta and down into the iliac artery in the leg. The fragment was retrieved via snare, and the procedure was completed. The patient was fine following the procedure.

Manufacturer narrative:
The reported guide wire was received for analysis. The guide wire was fractured at the spring tip core wire, and the fractured segment was returned. Scanning electron microscopy of the fracture faces revealed the guide wire fractured due to fatigue. No galling or deformation was observed on the guide wire. It was hypothesized that the spinning driveshaft was advanced to the point of making contact with the spring tip section causing a high stress environment and resulting in a fatigue fracture. The root cause was considered user error by spinning too close to the guide wire spring tip. The oas instructions for use states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." At the conclusion of the device analysis, the reported event of a guide wire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).